Manufacturer narrative:
Analysis on the suspect keyboard was completed by medtronic personnel. The keyboard was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Analysis on the suspect keyboard was completed by medtronic personnel. The keyboard was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that the imaging system keyboard becomes unresponsive after a period of time. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Analysis on the suspect keyboard was completed by medtronic personnel. The keyboard was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Analysis on the suspect keyboard was completed by medtronic personnel. The keyboard was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.